Manufacturer narrative:
One parapac plus ventilator was returned for evaluation. Visual inspection of the device has shown damage to the front panel. It was also noted that the tidal volume control was able to turn 360°, which is past both the min and max positions. During functional testing the parapac plus model 300 and 310 ventilator level 1 service manual, a fault was identified with the vrv (variable relief valve). The reading at the nam 20 position was higher than the specified limit. The lose dial would have been detected during pre-use checks when moving to the minimum range position, as the dial would go past the calibrated mark on the front panel. Customer complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical pneupac ventilator had reportedly let oxygen continually run during a pre-use check. As a result, a high pressure warning alarm had sounded. Customer then turned cmv mode off and resumed check. No patient injury resulted.